Manufacturer narrative:
A steris service technician inspected the surgical table and found the floor lock feet required adjustment. The floor lock feet required adjustment to a clearance setting of ¼" per the operator manual. The steris service technician adjusted the floor lock feet, tested the table and returned the table to service. No additional issues have been reported. The steris service technician advised user facility personnel the adjustment activity and the need for the specified clearance setting as documented within the operator manual. The operator manual states (pp. 3-5), "note: the tripodal floor locks are self-compensating for floor irregularities of up to ¼", and should not require adjustment. Floor locks should engage simultaneously and the table case should rise evenly. Casters should swing freely when the table is in the locked position." The operator manual states (pp. 6-1), "preventive maintenance schedule - check floor lock system; have qualified service technician adjust if needed. (6x per year)"

Event description:
The user facility reported that while user facility personnel were transferring a patient from the surgical table, the table began to tip; the patient was successfully transferred. No report of injury.